Event description:
A report was received that the patient had an allergic reaction since being implanted with the scs. The ipg contains stainless steel in the connector block but should not come in contact with the patient. The patient was given medication for allergies and is reportedly doing well. No further action will be taken at this time.